Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Biomed could not find any mechanical defect alarms in the error log. Cannot duplicate problem. Alarm may be due to a patient who is not expelling enough volume. Asked biomed to perform a complete preventative maintenance. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported that an alarming patient disconnect. It is unknown if the unit was in patient use at the time of the reported issue.